Manufacturer narrative:
One device was returned for repair. No service history was found related to this repair. Could not confirm customer's complaint during functional testing. Error code 41100 was found in the event log. Reset error and updated software. Performed all tests trying to get the pump to fail again. Error did not come back. Pump passed all tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 41100 while powering on, and the unit alarmed as soon as it powered up. Per reporter, it has a motor processor issue. There was no patient involvement.